Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but diagnostic imaging did not reveal any damage. Noise could be reproduced via provocative testing. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular (rv) lead. The patient was in stable condition.